Event description:
The customer tested his blood glucose and received readings of 27 and 179 mg/dl using his 2 contour meters. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips were sent to the customer.